Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with implantable neurostimulator for degen disc disease/herniated disc pain and other pain indications. It was reported that the patient thought it was time to replace the stimulator. It was not working anymore, and the patient needed to know how to get it replaced. The patient was redirected to a healthcare provider. No further complications were reported.